Event description:
The customer reports a broken knob, handle, and syringe clamp on the 8110. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken knob actuator, large claw, linear sensor, broken upper & lower housing, front cover, keypad, rear case, barrel clamp, carriage block assembly, tube/ sleeve drivearm, retainer, gripper, wiper seal, missing left/ right handles, broken internal frame, latch/ spring latch assembly & both iui's. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/25/2013 to present date 11/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reports a broken knob, handle and syringe clamp on the 8110. No patient involvement.